Manufacturer narrative:
Lumenis investigated the reported event, contacting the user facility directly to request further information concerning the event report. No report of patient harm was received. The subject device was returned to the manufacturing site for testing and examination. Lumenis technical design and quality engineers examined the subject device handpiece, concluding the hand piece piston subassembly was out of specification (oos). This medical device report is being filed since the report of subject device handpiece performance issues are similar to issues reported in event report 3004135191-2015-00026.

Event description:
A user facility in (B)(6) reported that while attempting to use a lumenis versacut+ tissue morcellator, the hand piece exhibited, "low morcellation", during a holep procedure.